Manufacturer narrative:
Date of event: estimated since the date of implant is unknown and event occurred 10 days after removal from the eliquis regimen.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient was taken off eliquis medication at an unknown time post index procedure, and ten days after stopping eliquis, the patient experienced a cva.